Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. Customer's blood glucose level was 422 mg/dl. Customer declined assistance for his high blood glucose. Customer had issue with his sensor. Troubleshooting was provided for loss of communication. Insulin pump will not be returned fro analysis. Frn-unk-rsvr, unomed inf set.